Event description:
Caller states patient tested 8.0 inr (6 %quick ) on the coaguchek xs system, and that she had been receiving unspecified high inr values for two days. One hour after testing 8.0 inr, patient obtained a lab value that was "not measurable" and she was treated with heparin. Patient is currently in the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 196 mg/dl and 85 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.